Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06918. It was reported that the patient presented for follow up remote via merlin.net with the right ventricular lead exhibiting an out of range impedance measurement and noise resulting in non-sustained right ventricular over-sensing. It was also noted that the right atrial lead exhibited loss of capture. Programming interventions were discussed; however, no changes were reported. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Rv: riata active fixation: related manufacturer reference number: 2017865-2020-06914. Ra: tendril sdx lead: related manufacturer reference number: 2017865-2020-06918. New information received notes that both the right atrial and ventricular leads were explanted and replaced. The atrial lead appeared to have insulation damage. The right ventricular lead was possibly fractured. The patient tolerated the procedure well.

Manufacturer narrative:
The reported events of lead fracture and high pacing lead impedance were not confirmed, while the reported event of noise was confirmed. As received, a complete lead was returned in two pieces, measuring 12.5cm and 56.5cm, respectively. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found internal insulation abrasion was noted breaching the all the lumens at 6.8cm to 8.7cm from the distal tip. Internal insulation abrasion was noted breaching the re/rv cable lumen at 13.9cm to 15.3cm from the distal tip. Internal insulation abrasion was noted breaching the svc cable lumen at 25.1cm to 25.5cm from the distal tip. Internal insulation abrasion was noted breaching the nonfunctional cable lumen at 25.2cm to 25.8cm from the distal tip. Etfe cable coating were not abraded in these locations. Internal insulation abrasion was noted breaching the re/rv and inner coil lumens at 10.2cm to 12.7cm from the distal tip. Etfe cable coating of one re/rv cable was abraded in this location. External insulation abrasion due to friction to the device can was noted breaching the nonfunctional cable lumen at 48.8cm to 49.7cm from the distal tip. The cause of the reported event of noise was isolated to the abrasion of the ring electrode/right ventricular etfe cable coating.